Event description:
It was reported by service report that the brakes were not staying engaged.

Manufacturer narrative:
Brake cams.

Manufacturer narrative:
This complaint is for a device that is manufactured by another manufacturer. A letter was sent to the manufacturer of this device informing them of the alleged complaint involving this device.

Event description:
This complaint is for a device that is manufactured by another manufacturer. A letter was sent to the manufacturer of this device informing them of the alleged complaint involving this device.